Event description:
It was reported the system had a communication error and was shut down, then the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.